Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator exhibited far field r-wave oversensing on the atrial channel which led to inappropriate mode switch, noted on stored egm. The device was reprogrammed. There were no patient consequences.